Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when downloading an image the image comes out very grainy and broken up. To troubleshoot, the image was re-downloaded and it said to check to make sure the navigation protocol was followed. It was confirmed that the images were coming from a non-medtronic scanner. There was no patient involvement. Additional information was received, it was reported that the site took another patient's scans and tried to upload the images to the system with similar results. The manufacturer representative (rep) saw a message stating there was an issue with the field of view for the scan which was 320 for both x and y. The rep said the images were also very grainy. It was confirmed both scans came from the same scanner.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was determined that the images were not scanned according the protocol. Once the protocol was changed, the images came through normal.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log/archives analysis. Analysis found that the reported issue seemed to be related to a scanning problem, with no evidence of a software anomaly contributing to the reported behavior. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.